Manufacturer narrative:
The computer for the viewing station of the imaging system was returned to the manufacturer for evaluation. Testing found that there was corrupted data on the hard drive, resulting in the reported issue.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that mobile view station (mvs) board, uninterruptible power supply (ups) and viewing station computer were replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect parts have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during planned maintenance (pm), the mobile view station (mvs) of the imaging system was rebooting without any prompt from user. Representative stated that the uninterruptible power supply (ups) was beeping but could not confirm the cause of the beeping. There was no patient present at the time of the issue.

Manufacturer narrative:
The suspect uninterruptible power supply (ups) was returned to the manufacturer for evaluation. Testing found that the original batteries would not hold a charge and failed load testing. When new batteries were installed, the unit functioned as designed. Indicating an electrical failure mode. The suspect power control board for the viewing station of the imaging system has been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
Device evaluation: the mobile view station (mvs) power control board assembly was returned to the manufacturer for evaluation and the reported issue could not be confirmed. However, visual inspection found that the f11 and f12 fuses were incorrect. The incorrect fuses were replaced and the test system was readied as expected. Both 2d and 3d imaging was successful. Charging and line power performed as expected. There were no errors or inappropriate rebooting observed. No fault was found.